Event description:
Per protocol, we are supposed to monitor etco2 [end-tidal carbon dioxide] on all of our patients with osa [obstructive sleep apnea] who receive moderate sedation. We currently use the o2/etco2 adult oxymask to both provide oxygen and measure etco2. Reference number om-2125-14slm. Multiple nurses have had difficulty measuring accurate co2 [carbon dioxide] levels on our sedated patients, which we believe is due to the excessive length of the co2 tubing. We are all getting readings between 7-11 mmhg, when they should be 35-45 mmhg.